Manufacturer narrative:
The device was returned to mmdg and subjected to several tests and evaluation. Mmdg was unable to confirm the complaint.

Event description:
The initial reporter stated that the pump is not delivering the full amount. They state this only happens during the night time feeding when using a rate of 53 ml/hr. The day time feedings are typically run at a rate of 220 ml/hr and a dose of 110 ml with no issues. Mmdg has made several attempts to reach the initial reporter for additional information, without success. [Complaint-(B)(4)].